Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels for the past two weeks. No specific bg value was provided but the contact stated the customer's bg level was below 40 (mg/dl). A glucagon shot was administered to address low bg level. The cause of the low bg levels was a settings adjustment the customer's healthcare provider (hcp) made to the basal rate setting. The customer's hcp adjusted the customer's settings to address low bg levels.